Event description:
2-2-90-scleral buckle with 240 band watke sleeve. 10-5-90-revision scleral buckle. 907 sponge left eye. 4-2-97-sponge continued to extrude foreward and although not exposed through the conjunctiva, it was a mechanical barrier to eyelid function and was painful. 4-2-97-extrusion of meridional miragel sponge left eye. Implant removed.